Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of an unspecified access set. The reporter stated that the 200ml bag of vancomycin was still full when the pump indicated that the infusion was complete. The customer programmed the pump to infuse another 100ml of solution. They took the tubing out of the pump, inspected it, saw nothing wrong, and started again. The 100ml appeared to infuse. They then programmed another 100ml and infusion completed successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.